Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. The coil was inspected and it was found stretched and the fibers with blood. Microscopic inspection noted that apex zap tip shape and surface was smooth. Base zap tip shape and surface was smooth. The dimensions of the coil that could be measured were found to be in specification. With the exception of the coil fibers, that probably were loose due to the stretched coil. There were 20 actual coil fibers inspected out of the specification of 25. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 17-nov-2016. It was reported that the coil was stretched. A 3mm-6mm vortx¿ - 35 was selected for use. During the procedure, once the coil was advanced out of the catheter, it was noted that the coil was stretched. The coil as removed directly as it was not unlocked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed missing fiber bundles.